Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
On (B)(6) 2011, covidien was informed of a customer who had an issue with a mahurkar hemodialysis catheter. The attorney alleges that on (B)(6) 2004, the patient underwent surgery to have a mahurkar dual lumen catheter, placed in his right femoral vein. Shortly after (B)(6) 2004, it was discovered that a catheter fragment had migrated into the right atrium of the heart. On (B)(6) 2004, the fragment was surgically removed by way of open heart surgery.